Event description:
It was reported that the insulin pump was not advancing from the bolus menu and the customer was not getting any insulin. Customer stated that there was a black circle and the battery icon was showing empty. Customer changed the batteries and received an off no power alarm. Customer did not receive a low battery alarm prior to the off no power. Customer mentioned that the spring came out of the battery compartment. Customer's blood glucose readings at the time of the call were 555 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. No off no power error could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing the end cap sticker.